Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 14-sep-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After pre-dilatation with balloon catheter, a 3.00 x 24 synergy stent was advanced but failed to cross the lesion. A non-bsc device support catheter was used but still unable to cross the lesion. The procedure was completed with a 3.0x22mm non-bsc stent. No patient complications were reported. However, returned device analysis revealed stent damage. Synergy ous 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent strut on proximal stent strut row 1 was lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.